Manufacturer narrative:
The tech found the side rail has a bent side rail bracket. The tech replaced the side rail bracket. The tech replaced the side rail bracket to resolve the issue.

Event description:
The tech alleged the side rail will not raise. No pt impact.